Event description:
A report was received that the newly implanted patient had a spinal leak. The patient was admitted in the hospital due to pain. The patient was treated with blood patch and pain medication. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.